Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned using the wireless foot switch. A philips remote service engineer (rse) connected with the customer remotely and was informed that x-ray was not possible on pressing the wired foot switch pedal. However, the function could be restored by using the wireless foot switch. A philips field service engineer (fse) inspected the system on-site and identified that the wired foot switch pedals were non-functional. To resolve the issue, the fse replaced the wired foot switch. The system was returned in good working order and ready for clinical use. The wired foot switch was returned for further analysis. Testing revealed that the wired foot switch was non-functional due to cable damage. The reported issue is related to medical device correction (z-2587-2023). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the wired footswitch malfunctions and the wireless footswitch is available is not likely to cause or contribute to death or serious injury if it were to recur. In this case, the procedure could be completed as planned using the wireless footswitch. Based on the investigation results, philips concludes that the complaint is not reportable.